Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/ migration of essure device location of device:extended outward towards uterus/ essure coils stick out into the endometrial cavity") in a female patient who had essure (batch no. 58615, 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (sprintec) and medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 6 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, menorrhagia and abdominal pain outcome was unknown and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion 2010: everything looked good; no way I can get pregnant: 2011: essure coils stick out into the endometrial cavity and this may be causing some of menorrhagia & bleeding. Cutting coils is not an option since titanium. Ablation would not help since coils stick out - possible electrocution; hysterectomy was only option. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: extended outward towards uterus, dysmenorrhea (cramping), pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/ migration of essure device location of device:extended outward towards uterus/ essure coils stick out into the endometrial cavity') and uterine perforation ('perforation') in a 38-year-old female patient who had essure (batch no. (58615,58565)-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: . Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the uterine perforation outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Proximal coils : 3 on left ornua and 4 cm right cornua. 2010: everything looked good; no way I can get pregnant. 2011: essure coils stick out into the endometrial cavity and this may be causing some of menorrhagia & bleeding. Cutting coils is not an option since titanium. Ablation would not help since coils stick out - possible electrocution; hysterectomy was only option. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event uterine perforation added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/ migration of essure device location of device:extended outward towards uterus/ essure coils stick out into the endometrial cavity") in a female patient who had essure (batch no. 58615, 58565-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (sprintec) and medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 6 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, menorrhagia and abdominal pain outcome was unknown and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion 2010: everything looked good; no way I can get pregnant: 2011: essure coils stick out into the endometrial cavity and this may be causing some of menorrhagia & bleeding. Cutting coils is not an option since titanium. Ablation would not help since coils stick out - possible electrocution; hysterectomy was only option. Most recent follow-up information incorporated above includes: on 19-sep-2018: update of information (batch is not valid) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/ migration of essure device location of device:extended outward towards uterus/ essure coils stick out into the endometrial cavity') in a 38-year-old female patient who had essure (batch no. (58615,58565)-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: . Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Proximal coils : 3 on left ornua and 4 cm right cornua. 2010: everything looked good; no way I can get pregnant. 2011: essure coils stick out into the endometrial cavity and this may be causing some of menorrhagia & bleeding. Cutting coils is not an option since titanium. Ablation would not help since coils stick out - possible electrocution; hysterectomy was only option. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/ migration of essure device location of device:extended outward towards uterus/ essure coils stick out into the endometrial cavity') in a 38-year-old female patient who had essure (batch no. 58615,58565 -inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: . Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery proximal coils : 3 on left ornua and 4 cm right cornua. 2010: everything looked good; no way I can get pregnant. 2011: essure coils stick out into the endometrial cavity and this may be causing some of menorrhagia & bleeding. Cutting coils is not an option since titanium. Ablation would not help since coils stick out - possible electrocution; hysterectomy was only option. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: social media received. Outcome of the events were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/ migration of essure device location of device:extended outward towards uterus/ essure coils stick out into the endometrial cavity') in a 38-year-old female patient who had essure (batch no. (58615,58565)-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: . Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery proximal coils : 3 on left cornua and 4 cm right cornua. 2010: everything looked good; no way I can get pregnant 2011: essure coils stick out into the endometrial cavity and this may be causing some of menorrhagia & bleeding. Cutting coils is not an option since titanium. Ablation would not help since coils stick out - possible electrocution; hysterectomy was only option. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/ migration of essure device location of device:extended outward towards uterus/ essure coils stick out into the endometrial cavity') and uterine perforation ('perforation') in a 38-year-old female patient who had essure (batch no. 58615,58565-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: . Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the uterine perforation outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: need for additional surgery. Proximal coils : 3 on left ornua and 4 cm right cornua. 2010: everything looked good; no way I can get pregnant. 2011: essure coils stick out into the endometrial cavity and this may be causing some of menorrhagia & bleeding. Cutting coils is not an option since titanium. Ablation would not help since coils stick out - possible electrocution; hysterectomy was only option. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot numbers (58615,58565) are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.